Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5086mri52 lead: implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in address 17 14 on (B)(6) 2014. Power on reset (por) severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a partial device reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.